Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, during the procedure, the handle worked three times, on the fourth firing, the device locked while stapling and after the loads, it locked.